Event description:
Customer reported with an issue of faulty 19g needle vizishot 2 flex (B)(4). The needle would not go back into the sheath after using a few times. The needle was pulled out and was retrieved. The issue was found during an ebus tbn a (endobronchial ultrasound bronchoscopy transbronchial needle aspiration) therapeutic procedure. There was a slightly delay in the procedure due to changed of needles. The intended procedure was completed with a similar device. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device has not yet been returned for evaluation/investigation. Therefore, the root cause of the reported phenomenon could not be determined at this time. Investigation is ongoing., this report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 25-jan-2022. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to service where the complaint was confirmed. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, possible causes may include: 1. Forcing the device through resistance and/or putting excessive stress or force upon the device past it's intended use through angulation. A definitive root cause cannot be identified. This issue is covered in the instructions for use: page 13 of the device IFU (pn0008807_ah) addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor the field performance of this device.